Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-05899, 2134265-2016-05898, 2134265-2016-05901, and 2134265-2016-05900. It was reported that the patient died. In (B)(6) 2010, the patient presented with angina. Angiography was performed which showed 90% in-stent restenosis (isr) of the previously implanted 3.5x15mm non-bsc stent in the mid rca, and 90% progression was obtained in the distal site of the lesion. The following day, pci was performed for the lesion in mid rca. A 16 x 3.50mm and 16 x 3.00mm taxus® liberté® drug-eluting stents were implanted. Two days later, outcome of angina on effort became good. In (B)(6) 2012, respiratory discomfort was noted during hospitalization and angina on effort (stable angina) was diagnosed. Four days later, the patient was transferred to another hospital due to the possibility that the symptoms occurred due to ischemia. Five days later, in (B)(6) 2012, coronary angiography was performed. Fourteen days later, pci was performed by implanting a 16mm x 3.50mm taxus¿ element¿ drug-eluting stent in the mid rca and a 12mm x 3.50mm taxus¿ element¿ drug-eluting stent in the distal rca. Five days later, a 16mm x 3.50mm taxus¿ element¿ drug-eluting stent was implanted in the 1st right posterolateral (rpl) artery. Three days later, the angina on effort was improved and the patient was discharged. In (B)(6) 2014, the patient's condition became suddenly critical at home. The patient was transported to the emergency department, but the patient expired. According to the physician, this was a sudden death and the cause of death is unknown.